Event description:
It was reported, that the patient's speech understanding and their progress with the impant was very limited. The patient is implanted with an eas electrode. Testing showed hi impedance for channels 1-5, channel 12 is outside the cochlear. The patient will be reimplanted in 2005.